Event description:
It was reported that this brady lead was explanted and replaced due to high impedance issue caused by lead fracture. The physician noted loss of capture on the lead. No additional patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.